Event description:
A customer reported they received their arm compression unit back from a repair claim in late december and after just a couple weeks of use, during testing their arm automated chest compression device powered on but began beeping and flashing it's warning indicator before powering itself off. They reported that this did not occur during patient use.

Manufacturer narrative:
The investigation into the arm unit associated with this complaint is underway and the root cause is not currently known.